Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) high shock out-of-range impedance measurements on the right ventricular (rv) lead. Possible causes were discussed and troubleshooting options were recommended. The plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.